Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s caregiver reported that the ilet device repeatedly displayed an alert 38 (motor stall). The device was restarted multiple times, and troubleshooting was attempted however, the alert persisted. A replacement device was arranged. Blood glucose was not affected, and no medical intervention was required.